Manufacturer narrative:
Concomitant continued: 4076-52 lead implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to low lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.